Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance readings on the high voltage coil of the right ventricular (rv) lead. The rv lead was suspected for possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2011 (B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).